Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, for the revision surgery to clean the hematoma. It was also reported that the patient was hospitalized for a duration of 3 days from (B)(6) until (B)(6) 2023. This report is submitted on may 10, 2023.

Manufacturer narrative:
This report is submitted on april 13, 2023.

Event description:
Per the clinic, the patient experienced pain due to hematoma at the implant site. Subsequently, the patient underwent two revision surgeries to clean the hematoma on (B)(6) 2023, and (B)(6) 2023. The implanted device remains.